Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included caesarean section (3 cesarean deliveries.) In (B)(6) 2014, cyst removal in 2012, multigravida, parity 3, hypertension, discomfort, scar and fungal skin infection. Previously administered products included for an unreported indication: mirena. Concurrent conditions included blood pressure since 2007 and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes: really bad mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea(cramping)"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems:blurred vision") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced urticaria ("rashes or skin conditions:hives on back"). On an unknown date, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cyst"), dyspareunia ("dyspareunia(painful sexual intercourse)"), cyst rupture ("cyst had ruptured"), abdominal pain ("abdomen pain") and back pain ("back pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, urticaria, migraine, headache, ovarian cyst, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, cyst rupture, abdominal pain and back pain had not resolved. The reporter considered abdominal pain, back pain, cyst rupture, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, ovarian cyst, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. The reporter commented: current weight as of (B)(6) 2019: (B)(6) ibs. Approximate weight at the time of essure placement (B)(6) ibs. 3 trailing coils noted to be in the uterine cavity after placement. Three trailing coils were also noted on the left after placement. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet medical record received. Event injury nos was replaced by the new events: hormonal changes: really bad mood swings, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions: hives on back, migraines, headaches, reproductive system disorder or condition type of disorder or condition: ovarian cyst, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems: blurred vision fatigue, weight gain, abdominal pain, back pain, did you undergo an essure confirmation test? No, cyst had ruptured were added. Event outcome was updated for the events: hormonal changes: really bad mood swings, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions: hives on back, migraines, headaches, reproductive system disorder or condition type of disorder or condition: ovarian cyst, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems, fatigue, weight gain, abdominal pain, back pain, did you undergo an essure confirmation test? No, cyst had ruptured. Case became incident. Concomitant drugs, conditions, historical conditions and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.